Manufacturer narrative:
Correction: further review found that the reported event was related to exam loading outside of a clinical setting, and the reported issue was unlikely to cause serious harm as the system prevented the use of an invalid formatted scan. All core functionality would still be available as the CT and mr exams loaded onto the navigation system without issue. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while pushing exams, the fmri would not load. The CT and mr loaded without issue. The fmri was showing an error stating that the data was not valid. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the review of the exams display that the mandatory iop field was not set causing volume reconstruction failed. Scale was also 0. It was an issue with the exam file and not a software issue.